Manufacturer narrative:
Visual inspection and dimensional analysis were performed on the returned device. The reported separation was confirmed. The reported difficulty advancing and removing the device from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported difficulty advancing and removing the device from the guiding catheter could not be determined; however, the reported separation appears to be related to operational context. Possible factors which may contribute to resistance with the guiding catheter during advancement include, but are not limited to, manufacturing, damage to the guiding catheter, or procedural technique (devices not properly supported or coaxially aligned). Possible factors that can contribute to difficult to remove/resistance with the guiding catheter post-inflation include, but are not limited to, loose balloon folds, guiding catheter lumen obstructions, kinks, bends or procedural technique. In this case, a conclusive cause for the reported difficulty advancing or removing the device from the guiding catheter could not be determined. Furthermore, it is likely that the bdc was inadvertently mishandled during advancement and /or removal, as resistance was encountered, resulting in the reported separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a lesion in the right coronary artery. The 2.50x12mm rx nc trek balloon dilatation catheter (bdc) was advanced however resistance was met with the guiding catheter. During removal, resistance was again met with the guiding catheter and the bdc shaft was noted to be separated. The separated portion was simply removed with the guiding catheter. Another nc trek was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.